Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 2 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that there was a type I endoleak (unknown exactly which stent graft had the endoleak), which resulted in a ruptured aaa. Six devices from another manufacturer were implanted to intervene for an abdominal aortic aneurysm rupture successfully. Nineteen days later, thrombosis was noted throughout all the stent grafts, all the stent grafts were explanted and then discarded. The surgical conversion was successful. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (conversion to open repair, endoleak, rupture, occlusion), (unknown cause of event). Evaluation, conclusions: (unknown cause of event).